Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok keypad button feels indented. She noted that the buttons do not click as expected, and that all keypad buttons require multiple presses to obtain a response. The family member stated that the keypad is intact, and that the pump is not exposed to water or cleaning products.